Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4)manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
Customer reports to have received excessive no delivery alarms. Customer's blood glucose at the time was 326 mg/dl. Customer was able to resolve no delivery with a complete set change. No further info provided.